Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155321.

Event description:
It was reported that the patient had developed endocarditis. The full system was explanted. The patient's heath status was unknown.